Manufacturer narrative:
Review of the investigation  determined that there is a change in reportability; complaint is no longer a reportable malfunction. This report is being filled as a correction, submission is not required.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the unit smoked when it was connected to the evacuation unit. The event timing was during cleaning. There was no harm to the patient. There was no adverse event reported as a result of this malfunction.